Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the rhino-laryngo fiberscope exhibited the fiber vinyl part had peeled off. The event occurred at service / maintenance (not in a clinical setting). There was no patient involvement.